Event description:
The customer reported that the device jaws would no longer open after activating the knife. Another device was used to cut the tissue adjacent to the jaws and remove the device. Clip appliers were used to close the vessel. There was no patient injury and another device was used to complete the case. No patient details are available from the site.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(4) 2013. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.